Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after an implantable cardioverter defibrillator (ICD) replacement procedure, alerts were triggered that were indicated to be associated with the right ventricular (rv) lead. No issues were indicated when the patient was in office two days later for a wound check. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.